Manufacturer narrative:
H3: product analysis: no conclusion can be drawn because no evaluation was performed, as the tool was not returned. If the tool is returned in the future, product analysis will be performed and the findings will be shared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the bur tip was unstable and detached multiple times from the attachment while rotating. There was no patient impact in this event. Additional information was received stating that the procedure was completed with a backup product.